Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient presented in clinic for follow-up on 08/09/2018. Upon interrogation of the implantable cardioverter defibrillator, interrogation of the device was not possible and programmer exhibited "is this an older device" message. Previous interrogation in (B)(6) 2018 showed the device had a longevity of six years until elective replacement. Premature depletion was suspected. The device was explanted on (B)(6) 2018. The patient was fine and discharged the same day after the procedure.